Event description:
The customer contact reported the device touchscreen was not working. The device was returned to the biomedical department unspecified reason. No specific patient information no tracking information, pump programming, or event details were not available. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. During testing at the user facility, the device touchscreen was found to be out of calibration. No additional information was provided.

Manufacturer narrative:
Testing and investigation ws done at the user facility by the field service engineer. During testing the device touchscreen was found to be out of calibration. The device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.